Event description:
A physician reported that during intraocular lens (iol) implant procedure, sudden let go of plunger glide had happened during lens delivery. There was no patient harm reported.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).